Event description:
Per the report received from united kingdom, edwards received notification of a pascal precision ace procedure in tricuspid position in which two devices were implanted. During the procedure, a single leaflet device attachment (slda) occurred. Imaging of the right ventricular inflow was suboptimal, with inadequate transgastric echocardiographic views; however, good anterior leaflet insertion was suggested on multiple assessments. A first device was implanted in the central anterior-septal position, followed by a second device implanted adjacent to the first, in a more posterior position. During implantation of the second device, interaction with a pacemaker required repositioning. The second device subsequently experienced slda, resulting in worsening tricuspid regurgitation to torrential. No actions were taken and no additional intervention is currently planned. The patient remained in stable condition.

Manufacturer narrative:
Telephone number: e1: (B)(6). B2: other serious - even though there was no reintervention the final regurgitation reduction was impacted by the event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.